Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.